Event description:
Problem with balloon catheter insertion, balloon catheter "accordioned" at time of insertion during angioplasty of basilic vein. Balloon was promptly removed with no ill effect to pt.